Event description:
It was reported that the endoplege balloon was defective, catheter was fine during priming. The balloon was not inflating and they could not use it. Ventricularized during first check and stopped working. When removed had defective balloon. No effect on patient but it delayed start of case for 20-30 mins.

Manufacturer narrative:
Device evaluation: colored water was introduced into the balloon and the distal balloon bond has delaminated. Visually there is a fluid path. The balloon bonds are visually inspected 100% under 4x magnification prior to packaging and this defect was not present during that time. The entire device was visually inspected and there are no other defects detected. Water was introduced through all of the device lumens and the water flows from where it should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. A product risk assessment is open and is applicable to this event. A corrective action was created to determine root cause of the distal balloon bond delamination trend as is applicable to this event.

Manufacturer narrative:
A device history record review was completed for lot 798586 and this device met all specifications upon distribution. This device was returned but evaluation is not yet complete.